Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated their remote communicator displayed a red call doctor icon. An alert for high out of range shock impedance was observed. The patient was advised to go to their clinic for follow-up, but the patient refused stating they preferred to wait until their spouse returned home from travelling. At this time, no further information has been provided. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.